Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient presented at the clinic after experiencing strange "scratching" noise with the device. Re-implantation is considered.

Event description:
The recipient presented at the clinic after experiencing strange "scratching" noise with the device. There was no redness or swelling over the implant site. The recipient was re-implanted.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Additional information: according to the complaint information and the manufacturer_s experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The recipient presented at the clinic after experiencing strange "scratching" noise with the device. There was no redness or swelling over the implant site. Re-implantation is considered but a date has not been made available.